Event description:
Event description cpi received information that upon interrogation of this implantable cardioverter defibrillator (ICD) the device exhibited a warning message indicating a possible malfunction may be present. Additionally, the printout of the device displayed an incorrect model and serial number. Information confirmed that the patient had not been exposed to MRI, or radiation, nor had the patient received a shock since implant.